Event description:
The home pt (hp) reported feeling pain during drain while using the homechoice cycler for apd therapy. The hp related that they woke up during drain 2 and felt a pulling sensation on their catheter. According to the hp, they repositioned themselves in order to attempt to shift their catheter to a new position, as they suspected that the catheter may have been pressed against internal organs rather than freefloating and causing the pain. The hp relates that they continued to experience pain and eventually bypassed the remainder of the drain phase. The hp relates that in the morning as they were dissassembling the apd disposable setup, they noted that their effluent within the drain bag appeared to be tinged with blood. The hp performed capd exchanges for the subsequent 2 weeks and continued to note blood-tinged effluent, which was felt to have been as a result of a burst blood vessel. According to the hp, there was no permanent injury or medical intervention as a result of this issue.